Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The catalog number identified in section has not been cleared in the us, but is similar to the hickman s/l catheter products that are cleared in the us. The pro code for the hickman s/l catheter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0600540ce chronic catheter allegedly experienced a rupture and material deformation. The information was received from one source. One patient was involved with no reported patient injury. The patient is a male who is (B)(6) and weighs (B)(6).

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for the alleged material rupture, stretched and fracture issue. The definitive root cause could not be determined based upon available information. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman s/l catheter products that are cleared in the us. The pro code for the hickman s/l catheter products is identified in d2. H10: g4. H11: g1,h6 (device,result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0600540ce chronic catheter allegedly experienced a rupture and material deformation. The information was received from one source. One patient was involved with no reported patient injury. The patient is a male who is 65 years old and weighs 76 kgs.